Event description:
While attempting to advance the dilator through the sheath, resistance was met, and it was noted the dilator had broken into two pieces.

Event description:
While attempting to advance the dilator through the sheath, resistance was met, and it was noted the dilator had broken into two pieces.

Event description:
While attempting to advance the dilator through the sheath, resistance was met, and it was noted the dilator had broken into two pieces.